Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 20-sep-2023. The site of detachment was at was tubing connector. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 03/oct/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2026 against "lot number" "5407731" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 5407731 and the identified failure mode are not associated with anynon-conformance report(ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against "lot number" criteria equal "5407731" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5407731 was manufactured according to work instruction (wi) version 88.0 and manufactured in the m10, on 07/feb/2023, with a total of (B)(4) units. The sub-assembly: welding . Lot 5413126 was manufactured according to the wi-version 28 and manufactured in the machine ls06, ls07 and ls11, on 07/feb/2023, with a total of (B)(4) units. Lot 5415172 was manufactured according to the wi-version 28 and manufactured in the machine ls06, ls07 and ls11, on 05/feb/2023, with a total of (B)(4) units. Lot 5415848 was manufactured according to the wi- version 28 and manufactured in the machine ls24 and ls25, on 06/feb/2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing. Lot 5409425 was manufactured according to the wi version 54 and manufactured in the machine sc05 and sc06, on 06/feb/2023, with a total of (B)(4) units. The sub-assembly: gluing of connector. Lot 5415758 was manufactured according to the wi- version 34 and manufactured in the machine mp09, on 05/feb/2023, with a total of (B)(4) units. Lot 5411216 was manufactured according to the wi- version 34 and manufactured in the machine mp03, on 06/feb/2023, with a total of (B)(4) units. Lot 5415819 was manufactured according to the wi- version 34 and manufactured in the machine mp03, on 13/feb/2023, with a total of (B)(4) units. Lot 5411215 was manufactured according to the wi- version 34 and manufactured in the machine mp03, on 04/feb/2023, with a total of (B)(4) units. Lot 5415817 was manufactured according to the wi- version 34 and manufactured in the machine mp03, on 05/feb/2023, with a total of (B)(4) units. Lot 5415812 was manufactured according to the wi-version 34 and manufactured in the machine mp03, on 06/feb/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review an extended was found for a needle out of specification, this extended is not related to the reported failure mode. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.